Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed fluctuating rv defibrillation coil impedance and an alert was triggered for high rv defibrillation coil impedance. It was noted by the allied health professional (ahp) that the patient has had recent adjustments to the patient's diuretics due to congestion issues. The lead remains in use. No patient complications have been reported as a result of this event.